Manufacturer narrative:
Investigation conclusion: the customers reported complaint of having key pad errors was confirmed on both returned door assemblies functional testing observed both received door assemblies failing to respond to keypresses. Internal inspection of the returned door assemblies observed: discoloration on the keypad flexible circuit. Residue underneath the keypad button dome on one of the returned door assemblies. Contamination (fluid ingress) was observed on the esd shield layer on one of the returned door assemblies. Open traces on both returned door assemblies keypad flexible circuit. Findings on the customer returned door assemblies are consistent with failure investigation report dir: 10000336188. ¿chemical attack to the flexible trace circuit can influence cracking by making the trace more brittle and weaker against areas of small bend radii.¿ ¿a cracked flex trace results in an ¿open¿ circuit and an unresponsive keypad¿ ¿dome contamination can occur due to exposure to cleaning fluid and can manifest itself as a short or open failure mode¿ no patient involvement (npi) alaris system user manual dir 10000338839 v 00 instructs the user on proper cleaning procedures. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
Keypad failure: it was reported that the device are continually having key pad errors and the customer reported the internal cables/wiring was damaged due to heat and melted. The customer reported that no negative events were associated with any of these failures. I received the units as ¿failed equipment¿ or discovered the failure through normal pm procedure.